Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead dislodged during attempts to reposition the right ventricular lead. The leads were removed and replaced.